Event description:
A report was received that the patient was experiencing pain and burning sensation both at the lead and ipg site. The physician determined that there was no infection but was unsure if it was caused by the device. It was also reported that the physician could not determine what went wrong with the device. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the patient's data showed that the maximum temperature during charging cycles was within the limit. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies. Sc-8216-70 (sn (B)(4)): device evaluation indicated that the device was cut during the explant procedure, and the paddle was not returned. X-ray inspection of the pieces confirmed that there was no open cable.

Event description:
A report was received that the patient was experiencing pain and burning sensation both at the lead and ipg site. The physician determined that there was no infection but was unsure if it was caused by the device. It was also reported that the physician could not determine what went wrong with the device. The patient underwent an explant procedure.